Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not turning on. A field service engineer (fse) performed troubleshooting on the unit that was not turning on and found a bad drawer board in drawer 3.2 that was preventing the unit from booting up. The fse replaced the drawer controller board, rebooted the unit, and tested it successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. Remote smart service was on offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.